Event description:
Device 1 ((B)(4)): attempted implant. The customer reported the lead connector lv-1 would not fit.

Manufacturer narrative:
Device 1 ((B)(4)): returned device analysis reveals the blv/bis-10 adaptor electrical measurement within specifications, except hull to ball seal where the coil was damaged by cut. The lead connector would not fit because of smaller diameter of the insulation spacer inside the receptacle. (B)(4). It was noticed during the qa inspection of the spacer that the measuring pin fits sometimes tighter. The engineering management suggested to the molding department to run the low limit tolerance slightly higher. There were a total of (B)(4) complaints of tight fit from this lot. All other adaptors from this lot have already been used; therefore, there will be no action performed. (B)(4). Reference report # 1035166-2010-00083 for device 2.